Event description:
It was reported that the patient experienced sling erosion into the urethra, sling extrusion through the vagina and recurrent incontinence. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.